Manufacturer narrative:
The customer returned their glidescope avl video monitor to verathon for further evaluation. A verathon technical service representative evaluated the returned monitor where they were unable to duplicate the reported disappearing image issue. Even when the service representative attached the monitor to a stand, the image produced was stable and clear with good color rendition. The monitor was certified and returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would intermittently disappear and show green lines. No delay in the procedure, use of a back up device, or harm to the patient or user was reported. The facilities biomedical engineer evaluated the device after the event and was able to duplicate the reported issue. It was noted that when the device was connected to the stand and moved, the image on the unit would disappear.